Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: during investigation, a review of the black box showed loss of prime with low force non-zero and force of zero. The force sensor calibration was found to be within specifications. The pump was opened and revealed a cracked wire at the pin of the force sensor flex. The loss of prime was confirmed in the history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump had emitted frequent loss of prime warnings. The patient had changed the cartridge and the alarms reoccurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.